Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient experienced an insulin delivery issue, where blood glucose levels rose and did not respond to basal modulation or correction boluses, and upon inspection the infusion site was found to be leaking with detectable insulin odor; the site was removed and a manual injection of insulin was administered, after which the issue resolved, although blood glucose had increased to 321 mg/dl and symptoms consistent with hyperglycemia including tingling in extremities and lethargy were reported, with bleeding observed upon site removal. There was patient involvement with no harm.